Manufacturer narrative:
(B)(4). Date sent: 1/15/2020. H2: additional information received: did the clips drop or eject from the device? Or did the clips fall off the tissue after being replaced? The clips ejected scissored from the device. They did not fall off of the tissue.

Manufacturer narrative:
(B)(4). Batch # :unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastric sleeve, the staples came out scissored and some fell off. Surgeon re-clipped as needed to complete the case with a new device. There were no patient consequences.